Event description:
Patient implanted on an unknown date with a ti standard femoral nail on an unknown date. The patient experienced a fall on an unknown date and the spiral blade was discovered broken. Patient returned to operating room on (B)(6) 2012, hardware was removed. Patient was revised to tfn nail. No further information is available. This is 1 of 2 reports for this event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.